Event description:
Note: this MFR report pertains to the third of three devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-03403 and MFR. Report #3005099803-2010-03405 for a description of the first and second devices. It was reported to boston scientific corporation on (B)(4) 2010 that a hydrothermablation console unit was used during a hydrothermablation (hta) procedure performed on (B)(4) 2010 (patient ID and weight are unknown). According to the complainant, the procedure was completed successfully with no complications. During a follow up visit with the patient on (B)(6) 2010, the physician observed a superficial burn to the wall of the vagina. The physician did not classify the burn and treated the patient with antibiotics. The specific type of antibiotics prescribed and the approximate size of the burn have not been provided. There were no further complications reported with this event and the condition of the patient is reported to be stable. An additional attempt was made to obtain follow up event details, however, the clinician stated the information is unknown.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.